Manufacturer narrative:
H2 additional information: -b5 revised - h6 coding revised. Stent remains implanted in patient. As event occurred approximately 6 months after index procedure and there were no reported device malfunctions, the delivery system presumed discarded and not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) conducted. Restenosis labeled in the IFU as a known potential adverse event. Review of angiography imaging showed the two cobra stents implanted during index procedure as overlapping less than 5mm and in-stent restenosis was confirmed. The investigator reported that the event is possibly related to the index procedure, and possibly related to the study device; the sponsor agrees. Intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). Relationship between restenosis and study device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A 72-year-old male patient with medical history of dyslipidemia, and a chronic atrial fibrillation, treated with eliquis. The patient presented with stable angina on b)(6) 2019. The patient enrolled in cobra trial. Angiography showed a significant stenosis (severely calcified type c lesion) in mid left anterior descending artery (lad). Percutaneous coronary intervention (pci) with pre-dilation balloon angioplasty, then placement of two cobra pzf¿ (3.0 x 30 mm, and 3.5x12 mm) stents (with less than 5mm overlap) in mlad was completed with good results. The patient presented on (B)(6) 2019 with recurrent chest pain not responsive to nitroglycerine. In-stent restenosis (isr) was confirmed by angiography and treated with drug eluting stent (des) stent placement. A good angiographic result ultimately achieved.

Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 6 months after index procedure and there were no reported device malfunctions, the delivery system presumed discarded and will not be requested. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements restenosis is captured in the risk assessment as known potential hazard. Investigation is not yet complete. A follow-up report will be submitted with additional relevant information. The other cobra device referenced, is being reported under a separate manufacturer report number (#3009306400-2019-00048).

Event description:
A (B)(6)-year-old male patient with medical history of dyslipidemia, and a chronic atrial fibrillation, treated with eliquis. The patient presented with stable angina on (B)(6) 2019. The patient enrolled in (B)(6) trial. Angiography showed a significant stenosis in mid left anterior descending artery (lad). Percutaneous coronary intervention (pci) with pre-dilation balloon angioplasty, placement of two cobra pzf¿ (3.0 x 30 mm, and 3.5x12 mm) stents in mlad with good results. The patient presented on (B)(6) 2019 with recurrent chest pain not responsive to nitroglycerine. In-stent restenosis (isr) confirmed by angiography and treated with drug eluting stent (des) stent placement. A good angiographic result ultimately achieved.